Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1ec70, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative via the healthcare professional (hcp) regarding a trial patient who was implanted for stage 1 evaluation. It was reported that the trial patient had an infection at the site of where the lead was introduced. It was noted that the patient had not taken the prescribed antibiotic which may have led to the issue. As an intervention taken, the lead was removed/explanted on (B)(6) 2017 after visualization of the infection. It was noted that a surgical intervention did occur. The issue was reported as resolved at the time of report. Relevant medial history included an allergy to aspirin. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.